Event description:
An endeavor sprint 3.0mm diameter x 15mm length rapid exchange (rx) drug eluting stent was implanted in the proximal lad and one endeavor sprint 3.0mm diameter x 15mm length rx drug eluting stent was implanted in the mid lad during the index procedure. The site reported a non q wave mi triggered event on the day of the index procedure. The post procedure course was uncomplicated and the patient was discharged on medication. Patient was asymptomatic/ free of symptoms at the 6 month, 12 month, 18 month follow up. The patient was reported to have stable angina at the 24 month follow up. Ref MFR # 9612164-2011-01536, 9612164-2011-01537.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).